Manufacturer narrative:
Patient city: (B)(6), patient country: australia. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site:8021545.

Event description:
It was reported that the patient faced infusion set tape not sticking and fell off from site on (B)(6) 2026.